Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The air detector is loose and wiggling out of spot. Replaced air detector to resolve issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the air-in-line sensor had been loose. Per reporter, there was no patient involvement. Evaluation of the returned device identified the damaged air sensor. This could interrupt the therapy while in use.